Event description:
Co rep. Is reporting that some time in june 2005 during an arthroscopic labral repair, the distal portion of a 30 degree suture grasper seperated from the shaft of the device into the pt. The fragment was retrieved from the body and the case was concluded without further incident or harm to the pt.

Event description:
Company's rep is reporting that some time in 2005 during an arthroscopic labral repair, the distal portion of a 30 degree suture grasper separated from the shaft of the device into the patient. The fragment was retrieved from the body and the case was concluded without further incident or harm to the patient.